Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer fridge could not be opened, and the customer attempted to recover the storage space but received an error stating: require maintenance. Please contact technical support. The customer rebooted the device and attempted the recovery process again, but the issue persisted. The pharmacy was closed for the night, and the customer needed to access lantus stored in the fridge. This medication was not available in any other unit. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer resolved the issue by rebooted the station and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.